Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with an upper respiratory infection and found to have rhinovirus. The patient's lactate dehydrogenase (ldh) and plasma free hemoglobin were elevated on admission. Ldh decreased on day of discharge. A tte was also done that showed bowing of the left ventricle to the left, which caused a concern for sucking, so lvad speed was reduced. The patient went home on (B)(6) 2019 in stable condition. No additional information was reported.